Manufacturer narrative:
(B)(4). Batch # p57010. Device evaluation: the analysis results found that a sr75 reload was received fully fired and with the right gripping surface broken off making the reload nonfunctional. No functional testing was performed due to the condition of the reload. This condition is consistent with an improper loading technique. When loading the cartridge in the device, make sure the cartridge is inside the channel track and the proper loading technique is being used. Please refer instructions for use. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a gastrostomy, opened the package and found nails on both sides of the damage. There were no patient consequences reported.